Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes - updated.

Event description:
During a pulse field ablation procedure to treat persistent atrial fibrillation, a farawave catheter was selected for use. While attempting to engage the right superior pulmonary vein (rspv), the physician and team encountered difficulty as the catheter petals became caught within the vein. Multiple attempts were made to rotate the catheter out of the vein ostium to free the petals, but they continued to get stuck. The team attempted to retract the catheter into its basket configuration, but it failed to fully return to shape and appeared deformed. Efforts to withdraw the deformed basket into the faradrive sheath were only partially successful, as the catheter was not fully covered. The physician attempted to remove both the sheath and catheter together; however, while the sheath was successfully extracted, the catheter remained stuck at the access site. The vascular team was paged and successfully advanced the faradrive sheath over the catheter, allowing for safe removal of the system without causing any patient harm. The procedure was cancelled. The patient is recovering. The device is expected to be returned for analysis. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. Additional information revealed procedure was aborted following this adverse event, we were able to ablate the left superior and inferior pulmonary veins. The patient did not experience any symptoms, and was able to recover fully with no further complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation procedure to treat persistent atrial fibrillation, a farawave catheter was selected for use. While attempting to engage the right superior pulmonary vein (rspv), the physician and team encountered difficulty as the catheter petals became caught within the vein. Multiple attempts were made to rotate the catheter out of the vein ostium to free the petals, but they continued to get stuck. The team attempted to retract the catheter into its basket configuration, but it failed to fully return to shape and appeared deformed. Efforts to withdraw the deformed basket into the faradrive sheath were only partially successful, as the catheter was not fully covered. The physician attempted to remove both the sheath and catheter together; however, while the sheath was successfully extracted, the catheter remained stuck at the access site. The vascular team was paged and successfully advanced the faradrive sheath over the catheter, allowing for safe removal of the system without causing any patient harm. The procedure was cancelled. The patient is recovering. The device is expected to be returned for analysis.

Event description:
During a pulse field ablation procedure to treat persistent atrial fibrillation, a farawave catheter was selected for use. While attempting to engage the right superior pulmonary vein (rspv), the physician and team encountered difficulty as the catheter petals became caught within the vein. Multiple attempts were made to rotate the catheter out of the vein ostium to free the petals, but they continued to get stuck. The team attempted to retract the catheter into its basket configuration, but it failed to fully return to shape and appeared deformed. Efforts to withdraw the deformed basket into the faradrive sheath were only partially successful, as the catheter was not fully covered. The physician attempted to remove both the sheath and catheter together; however, while the sheath was successfully extracted, the catheter remained stuck at the access site. The vascular team was paged and successfully advanced the faradrive sheath over the catheter, allowing for safe removal of the system without causing any patient harm. The procedure was cancelled. The patient is recovering. The device is expected to be returned for analysis. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. Additional information revealed procedure was aborted following this adverse event, we were able to ablate the left superior and inferior pulmonary veins. The patient did not experience any symptoms, and was able to recover fully with no further complications.

Manufacturer narrative:
There are 3 pictures attached to the complaint which evidence the spline inversion and the deformed spline cage.